Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity dropped from 55% in (B)(6) 2020 to 14% remaining now. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received from the field indicates this patient refuses device replacement. Should additional follow-up information be provided in the future, a supplemental report will be issued. Boston scientific has issued an advisory communication regarding a subset of s-icds with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note: the above correction/removal reporting # has been updated/corrected.

Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the remaining longevity dropped from 55% in may 2020 to 14% remaining now. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of s-icds with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.